Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of infection and erosion.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. The physician elected to replace the crt-d as it is included in the subpectoral implant 2009 advisory that was initially communicated on (B)(6) 2009. There were no additional adverse effects reported.